Event description:
Customer reported that the insulin pump alarmed low reservoir and he is unable to clear the alarm. Customer stated that there is no response from any button. Customer states the device did not respond to the remote. Customer was advised to remove the battery for 5 minutes then reinsert new battery; customer stated the device is not frozen anymore, the clock did advance and all buttons are responding. Blood glucose value is 191 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.